Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. However, no malfunction of the 2008t hemodialysis (hd) machine was alleged, observed, or identified by the user facility during the patient's final treatment. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility¿s clinical manager reported that a patient death occurred while undergoing treatment on a hemodialysis (hd) machine. The following details were provided. The 2008t hd machine experienced a false blood leak alarms while a patient was undergoing treatment for cyanide poisoning. The discoloration of the effluent dialysate triggered the blood leak alarm. The dialysate was pink as a result of attempting to remove the cyanide. The patient was transferred to another machine to continue treatment. There was no blood loss reported. The second 2008t hd machine experienced a false blood leak alarm. Subsequently, the patient expired due to cyanide poisoning. No malfunction of the machine was observed or identified, prior to, during, or following the treatment. The 2008t hd machine alarmed appropriately. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Clinical investigation: there is no documentation to suggest a causal relationship exists between the patient expiring (as a result of cyanide poisoning) and the fresenius 2008t hemodialysis (hd) machine. There is no documentation to suggest an actual blood leak occurred during the hd treatment for cyanide poisoning with the 2008t machine. The use of the 2008t machine with the purpose of treatment for cyanide poisoning is off label use. Additionally, according to the center for disease control (cdc), a patient with signs and symptoms of cyanide poisoning should be treated with cyanide antidotal kits as approved by the united states, state and federal department of agriculture (u.s. FDA), which does not include hd treatment.

Event description:
The machine was removed from service following the event for an evaluation by the facility¿s on-site biomedical technician (biomed). The biomed verified machine operations and did not make any repairs. The machine was returned to service at the user facility without issue.